Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the power glide catheter had a small pinhole leak at the catheter near the pink hub. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One catheter from a 20 ga powerglide pro was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the sample. It was observed that extension tubing was returned attached to the luer of the device. A sharp kink was observed just distal of the luer of the device. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed a blood occlusion at the proximal end of the catheter. After pressurizing the catheter with water, the blood was removed from the device. A leak was subsequently found during functional testing at the proximal end of the catheter. A microscopic observation revealed a secondary kink in the catheter proximal to the first observed kink. A longitudinal split was observed at the corner of the proximal kink just distal of the luer. The split was observed to have sharp, uneven fracture edges with a granular fracture surface. The split had characteristics of material fatigue, or cyclic kinking and wear of the catheter. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. The damage location suggests that catheter securement, access and maintenance techniques may have contributed to the event. This complaint will be recorded for future trending and monitoring purposes.